Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
The contact of a peritoneal dialysis (pd) patient reported that she found a fluid leak following the patient's discontinued treatment. After receiving an "air detected in cassette" warning the patient contact discontinued treatment and noticed fluid on the floor. The set was not made available for evaluation. During follow up the patient's pd nurse reported that the patient had no signs of infections and was not given any prophylactic antibiotics. No adverse event reported at this time.